Event description:
The device was implanted in 2001. In 2002, the patient called the hospital and reported that the controller was alarming red heart and the pump had stopped. The facility's lvad coordinator was unable to hear the pump actuation over the phone. As a result. The patient was hand pumped and brought to the hospital by ambulance. Upon arrival the patient was connected to a power base unit (pbu) and the incident did not reccur. On the day of the event the faciity's "lvad" coordinator informed the manufacturer (MFR.) That the pump was explanted and the patient was re-implanted with a new pump. No further details were provided at this time.